Event description:
It was reported a catheter was never implanted. There was a break at the catheter tip and a new product was used. The catheter guide wire was removed from the catheter and then the needle and catheter were removed from the intrathecal space. The guide wire was re-inserted into the catheter on the back table. When the surgeon tried to re-advance the catheter through the touhy needle in the intrathecal space, the guide wire poked through the end of the catheter. It was unknown if there were any symptoms or complications associated with the event and the patient status at the time of the report was reported as ¿alive- no injury.¿ the product issue was resolved. The system was being used to deliver baclofen. It was later reported the catheter was broken while inserting before drug was introduced. As of (B)(6) 2013, it was reported the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.